Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant. Due to submission problems this is the combined initial and final report. Initial report was submitted on (B)(6) 2021 but did not pass.

Event description:
Implant fracture.